Event description:
It was reported that the s/5 anesthesia monitor did not provide an audible alarm. The issue was discovered prior to pt use, and the problem was corrected by replacing the speaker. There was no reprot of pt involvement.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.